Manufacturer narrative:
Initial and final MDR 1908782- MDR 8021545-2024-01945- device 2 of 2 patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at quick release. No further information available.